Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported via abiomed's long-term outcome and quality indicator (loqi) impella registry that a patient endured recurring non-sustained ventricular tachycardia (vt). The vt was believed to have a possible relationship to the impella device. As support continued, the patient was non-compliant, and the decision was ultimately made to withdraw care. The patient was transferred to palliative care and passed away. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
B5 updated with additional information received from the clinical site. H6 health effect - clinical code and health effect - impact code updated to reflect the additional adverse event that was reported.

Event description:
Upon later notification via loqi, it was documented that on (B)(6) 2025, the patient endured sepsis believed to have a possible relationship to the impella device used. A blood culture came back positive for enterobacter cloacae. Antibiotics were given to treat the condition